Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) has been confirmed. The cause for the failure was isolated to a shorted u13 cmos-flash microcontroller on the bedside pca. The root cause for the shorted u13 microcontroller could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.